Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation degradation was noted at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.